Manufacturer narrative:
This report is submitted on september 4, 2018.

Event description:
Per the clinic, the patient experienced vertigo and subsequently the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
The device was explanted as the recipient reportedly experienced non-auditory percepts. The device passed all electrical tests confirming correct device function.